Manufacturer narrative:
Per (B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity biolox delta revision after approximatively 3 years and 5 months due to dislocation

Manufacturer narrative:
Per comp - 1414 final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing record has been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. Corin has not stated compatibility between the gmt cup / liner and corin heads and thus the primary usage is off-label and may have caused or contributed to the dislocation. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity biolox delta revision after approximatively 3 years and 5 months due to dislocation